Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a female pt who received denture adhesive powder-double salt (super poligrip denture adhesive powder - (B)(6)) for 20 to 25 years for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip (dental). At an unk time after starting super poligrip, and approximately (B)(6) years prior to this report, the pt experienced neuropathy. This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the event was unresolved. The pt's mother saw the legal advertisements on television regarding super poligrip. Super poligrip is manufactured in (B)(4). While the lot number for this product is unk, it is unk whether the product will be returned for quality assurance testing. (B)(4).